Event description:
A medtronic representative reported a navigation system camera with the amber error light that remains on. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic investigation of returned suspect polaris spectra camera finds that the event log has recorded several occurrences of the illuminator current moving in and out of range. Electrical failure, system fault code / illuminator current out of range, directly caused event.